Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a case of cardiac tamponade due to injury of innominate vein during insertion of a non-cuff catheter. During insertion of a catheter, the patient lost spo2 and consciousness level decreased. After discharge from the hospital, the patient repeatedly suffered aspiration pneumonia and died 154 days later. There was a reported patient death. Additional information: it was reported patient was urgently admitted to the hospital for induction of dialysis in april. Patient had a high degree of scoliosis. When placing a non-cuff catheter (ncc), the left internal jugular vein was selected because patient had a high degree of scoliosis and their neck was always rotated to the right. Placement of the ncc was performed under echo-guided and fluoroscopic guidance, but the patient went into shock immediately afterward and was admitted to the ICU. Contrast-enhanced CT showed an anterior mediastinal hematoma and pericardial effusion. Intraoperative findings suggested that the unnamed vein was torn during insertion of a dilator, and that the vein was traversing the pericardial sac, resulting in pericardial tamponade. The patient was transferred to the hospital on the 43rd day. The left internal jugular vein has a higher risk of vascular injury than the right internal jugular vein or the femoral vein during ncc placement due to its vascular circulation and should be avoided as much as possible. There is no warning in the package insert that the dilator is intended to dilate the skin insertion site and should not be inserted deep into the site.